Manufacturer narrative:
Due to character limitations in e1 event site name and telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) unit was not switching on. No patient was involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (component code).

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit, fse states, unit not switching on checked the unit and suspect loose connections with interfacing cable. Now removed and re fixed properly. Now unit is working fine.

Event description:
N/a.